Manufacturer narrative:
Device evaluation: 1 unit of evo-10-11-6-b lot# c1628216 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 14 apr 2021. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device it was observed that both the flla adapter and the polyimide to retrieval loop were broken. Stent was not returned. Handle was actuating fine for deployment and retraction. Lock wire in place on return. Following engineering input additional questions were sent to the customer to find out if whether the broken flla adapter and the polyimide to retrieval loop were related. Due to the limited information received it was decided to open a separate complaint for the broken flla adapter. Document review: prior to distribution evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b of lot number c1628216 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1628216. It should be noted that the instructions for use (ifu0056-5) states the following: "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is not sufficient evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy and excessive forces experienced during deployment. It is possible that during deployment torturous patient anatomy may have caused a build-up of pressure causing polyimide to separate from the retrieval loop. Summary: complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. According to the initial reporter "small pieces of metal remain inside patient's body, unable to retrieve". As per medical advisor input "the description of ¿small pieces of metal, unable to retrieve¿ is not clear if the retrieval was performed and was not able to retrieve the small metal pieces or if it was not possible to retrieve then the user concluded that it was unable to retrieve. The harm and impact are based on the additional ¿retrieval¿ procedure, for the worst scenario, we presume the ¿retrieval procedure¿ was performed". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via email "sheered off during deployment." Small pieces of metal remain inside patient's body, unable to retrieve. Did any unintended section of the device remain inside the patient¿s body? Please describe the object and how it was retrieved: small pieces of metal, unable to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? Please specify delay or any additional procedure(s) and provide details: no. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. No. It's unknown what sub-categories may or may not be available. In the spirit of information gathering, all sub-categories when sent to the dm to delineate. -rf 01mar2021 additional questions: did any unintended section of the device remain inside the patient¿s body? Please describe the object and how it was retrieved: small pieces of metal, unable to retrieve. Did the patient experience a delay or require any additional procedure due to this occurrence? Please specify delay or any additional procedure(s) and provide details: no. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. No. Was there any surgical / medical intervention performed due to the experienced difficulty? No. Was complaint product reprocessed for another use prior to this occurrence? No. Will the facility be reporting this event to the FDA? No. Would you like an acknowledgement letter? No. Patient info (age, gender, weight, pre-existing conditions)? Na. What type of procedure was being performed? Palliative biliary metal stent placement. Customer contact (name, title, phone, email)? (B)(6), operating room tech, (B)(6). Regarding account action, I cannot find where this customer purchased this device (directly). I did see where a cardinal health shipment. Does this customer purchase through cardinal? Would you like a 1 each no charge replacement of g23128-evo-10-11-6-b sent to c10895-2 or no account action is needed? Yes no charge replacement sent please. General questions: at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). During stent deployment: what endoscope type and channel size was used? Olympus 4.2 channel. What was the position of the elevator? Was it opened or closed? Na. Details of the wire guide used (diameter, type, make)? Na. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? Minutes. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Na. Should the difficulty involve a stricture: what was the length and diameter of the stricture? Na. Where was the stricture located in the body? Common bile duct. Was there resistance felt passing wire guide through stricture? Na. Was there resistance felt passing the evolution through stricture? Na. Was the stricture dilated before stent placement? Na. Should the difficulty occurred during insertion into the patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? Na. If yes, at what point? Should the difficulty occur during stent placement: did the product fail during stent deployment or recapture? Na. Was the directional button pressed during use? Na. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Na. Was the yellow marker kept in view during deployment? Na. Are images of the device or procedure available? Na. Should the difficulty occur during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? Yes, fluoroscopy. Did the stent open sufficiently to allow withdrawal of introducer safely? Na. Was the safety wire fully removed before removing the delivery system? Na. Did any part of the product snag/get caught with the stent when removing the delivery system? Na. Are images of the device or procedure available? Na. Should the difficulty be related to stent repositioning/removal. What instrument was used for stent repositioning / removal? Forceps for attempted removal. Was the lasso (suture) loop used during repositioning / removal? Na.

Event description:
Supplemental report submitted to include the following: device evaluated on 14-apr-21. "Flla adapter and polyimide retrieval loop broken. Stent was not returned".

Manufacturer narrative:
Component code (annex g): g04122 ¿ stent. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.